Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 63 mg/dl and 164 mg/dl. No quality controls were run. Customer's mother helped him by getting him juice; he was not able to self treat. A request was made for return of the suspect product and a replacement was sent.